Event description:
It was reported that the patient presented to hospital for a device check. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition and low pacing impedance. No intervention was performed. The patient was in stable condition and will continue to be monitored.